Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® tapered implant 4/3 x 11.5mm (bopt4311) was returned for investigation with an attached healing collar (image 1-3). The healing collar was not further inspected, as the event is noted to have occurred at the implant level. Visual inspection of the as returned product identified wear and debris about the implant threads and internal drive feature. The product matched print specifications where measured against drawing 1040007 rev c (digital caliper; cal 3736; oct 23, 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 28 (universal) and used for approximately 1 month. DHR review was completed for the subject lot number 2018030632. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018030632) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to pain. Tooth location 28.